Event description:
It was reported by service report that the power cord was missing the ground prong, and nurse call was not functional. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Missing and bent pins on communication cord.